Event description:
The patient had two leads implanted with the same lot number. It was reported the patient experienced a change in her stimulation after suffering a seizure. It was noted the patient's thoracic leads had migrated. The patient underwent revision surgery on (B)(6) 2012. The physician replaced the two octrode leads with a penta lead. It was also reported the ipg was electively replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.